Event description:
On 6/9/86, post subcutaneous mastectomy for fibrocystic disease, rptr had second stage breast reconstruction using 200-250 cc bilumen prosthesis. On 1/19/87, due to chronic pain and capsule contracture of left breast, release of capsule contracture with removal and replacement of implant was performed. On 5/15/92, removal of bilateral implants was done. One was saline; one was silicone. Problems noted or suspected: high blood pressure, rheumatoid arthritis, lupus, implant rupture, closed capsulotomies, arthritis symptoms in all joints, joint swelling/pain/stiff in hands, legs and feet, hardening of skin around implant, muscle fatigue, breast tenderness and chronic fatigue, unexplained skin rashes on arms (blisters), general aching/stiffness in neck and back, headaches, coldness and pain of extremities, breast implant wrinkling/visible implant outlines, chest pain, no energy, depressed, can't ride in car, has to complete housework in slow motion, severe pain in back and lower extremities, left arm numbness and trembling, spells of weakness, chronic left breast and right and left arm pain, neck pain, weakness of large joints, intermittent hand swelling, unable to work due to pain, widespread myalgias/arthralgias, poor sleep, red blotches on face and body after sun and atypical connective tissue disease.